Event description:
The pt was implanted with a vented electic (ve) lvad in 06/2002. In 2003, the hospital vad coordinator called to report that while the pt was in the clinic on monthly visit, she heard a noticeable pause in the pt's lvad pumping. The pt also noticed the pause and remarked that this same thing happened sometime last week. The pt did not report this to anyone at that time. There were no alarms that preceded today's event, nor were there any alarms when it happened at pt's home. When the pause in lvad pumping occurred today, the pt was lying on the exam table. When it occurred at home last week, the pt had just finished doing some light housework. The pt had no complaints during this episode of paused pumping, nor when it happened at home. The vad coordinator tried to reproduce pause in the lvad pumping by manipulating the end of the percutaneous lead, but was unable to reproduce the pausing. The vad coordinator also had performed a controller self-test which revealed a low controller cell battery, which was changed. Repeat controller self test was normal. No black dust noted at vent filter site and pt reports that there has been no increase in black dust noted. The vad coordinator admitted the pt to hospital for observation. The pt's blood pressure has always been 120's/80's. Motor waveforms were downloaded and sent to the manufacturer for analysis.